Manufacturer narrative:
A4 added information as it was omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the investigation has been completed. No product was returned for investigation. Ischemia/tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient presented to a rural outlying hospital where an electrocardiogram was performed and found the patient to be in st elevation myocardial infarction. As the facility was unable to support the patient, the patient was administered tenecteplase and transferred to the complainant hospital by air for treatment. Due to weather, the patient was unable to be directly transported via helicopter to the hospital, and had to be directed to another facility and then transferred by ambulance. Upon landing, the patient became confused and combative. The patient arrived to the hospital hypoxic and went into ventricular fibrillation arrest. The patient was defibrillated 4 times and administered pressors. The impella cp was emergently implanted to support the patient for a percutaneous coronary intervention (pci). Right heart catheterization found the patient to have a 100% occluded proximal right coronary artery despite the administration of tenecteplase. A temporary transvenous pacemaker was inserted via a right femoral vein sheath due to the patient's symptomatic bradycardia with a heart rate in the 40s, which resulted from the inferior stemi. Following defibrillation to resolve the ventricular fibrillation, the patient entered atrial fibrillation rhythm. The physician decided to proceed with right heart catheterization which revealed a revealing a pulmonary artery pulsatility index (papi) of 0.6, and if the atrial fibrillation was not resolved with cardioversion, the physician would place an impella rp flex. The patient was successfully cardioverted and the papi improved to 1.1 and the physician decided to not place an rp flex. By the end of the pci, the patient was able to be weaned from pressors and the impella was able to be weaned down to power level 5. The patient was brought back to the intensive care unit rest and recover the rest of the night, and a plan was made to explant the impella the following day. Additionally, the medical team was unable to obtain pedal pulses. No interventions were performed due to the lack of limb perfusion. The patient also experienced a 25 beat run of ventricular tachycardia during impella cp support, however it was noted that the impella maintained a mean arterial pressure at 60 mmhg. The patient was given a loading dose of amiodarone, and an intravenous drip of amiodarone was started. Despite the amiodarone, the patient continued to have runs of vt overnight. Later that morning a plan was made to explant the pump that afternoon. The patient was successfully weaned and the impella was explanted. The patient was noted to be stable after explant.

Manufacturer narrative:
A4: patient weight is unknown. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.